Event description:
The customer stated that a false positive architect troponin-I result of 7.84 ng/ml was reported on (B)(6) 2014 and was questioned by the physician. The sample was retested on the same architect i2000sr analyzer and on a different architect analyzer and both results were 0.023 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
No patient sample returns were available for investigation. Review of complaint trending data did not identify an increase in complaint activity related to discrepant patient results. However, an increase in activity was identified during the lot search for reagent lot 89576un13. Accuracy testing was completed using retained kits of reagent lot 89576un13. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is not enough information to reasonably suggest a malfunction since the issue involves a discreet sample, and multiple retests of the original sample produced the expected negative result. A review of labeling concluded that the issue is sufficiently addressed.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).